Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One osseotite® certain® implant 4 x 10mm (ioss410) was returned for investigation. Visual inspection of the as returned product identified major wear on the collar, dried blood around the implant, a bit of cloth material within the implant that was able to be removed but no fracture was identified on the device. A pre-existing condition noted on the per was low (type iii) bone density. The reported device was located on tooth # 4 and was used for approximately 8 years 9 months. The customer provided an x-ray image. Although it looks like the implant is damaged, possibly fractured, in the x-ray, visual inspection did not find a fracture on the implant. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: documents reviewed: review of the biomet 3i dental implant IFU (p-iis086gi rev f 11/2015) and biomet 3i surgical manual for tapered and parallel walled implants (instsm rev h 08/18) information identified: warnings, precautions and potential adverse events. Complaint reported that the patient came in with complaint of broken implant. After doctor evaluation implant shown it was fractured. The reported complaint could not be confirmed as a fracture was not identified on the returned device during visual inspection. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ioss410 implant fractured.